Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/23/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/31/2016 with the following findings: during investigation, a visual inspection of the pump showed a crack in the battery compartment. There was moisture corrosion observed in the battery compartment. A leak test was performed and confirmed a leak at the battery compartment crack. The pump cover was removed and no further evidence of moisture ingress or damage was found inside the pump. Unrelated to the complaint, a crack in the case was observed between the corner of the lens and case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.